Event description:
The customer reported that the system displayed an error and failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Cables and connectors on the generator were evaluated and reseated during the service call. The power supply was also evaluated. The system was tested and found to be working as intended and put back into service.